Manufacturer narrative:
The customer reported, ¿there was no issue or allegation for the transfer set¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. As additional information was received stating there was no allegation against the transfer set, this device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set experienced a connection issue to a dianeal solution bag. The connection issue was further described as the transfer set being unable to connect to the dianeal solution bag during setup/preparation for pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.